Event description:
Device appears to be oversensing on the atrial lead, farfield r-wave oversensing. See episode #51 2. High right atrial capture threshold. Measurement consistent with historical values. See lead trends. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).